Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) would not advance through the 5f non-cordis catheter easily. The sales representative has obtained the device and noticed there is a level of damage along the sealant sleeves and catheter. The plug is also visible and looks damaged as well. The device could not deploy. Hemostasis was achieved through manual compression for less than thirty minutes. There was no reported patient injury. The device was removed from the package as per normal. No excess force was applied during insertion. The 5f non-cordis sheath was not kinked or bent upon removal. The 5f non-cordis sheath. The femoral artery's suitability was verified on angiography, with the insertion angle of the 5f non-cordis vascular sheath introducer being 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no presence of pvd or calcium in the vicinity of the puncture site, and the access site vessel was not tortuous. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The patient's body mass index (bmi) was not greater than 40 kg/m². Other procedural details were requested but were not provided. The device will be returned for evaluation. Preliminary image review: image of the distal end of the device was received. The sealant sleeves are bent off the corewire and the sealant is no longer present in its manufactured position. Confirmed visualization of the sealant is not possible due to the angle of the image.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) would not advance through the 5f non-cordis catheter easily. The sales representative has obtained the device and noticed there is a level of damage along the sealant sleeves and catheter. The plug is also visible and looks damaged as well. The device could not deploy. Hemostasis was achieved through manual compression for less than thirty minutes. There was no reported patient injury. The device was removed from the package as per normal. No excess force was applied during insertion. The 5f non-cordis sheath was not kinked or bent upon removal. The 5f non-cordis sheath. The femoral artery's suitability was verified on angiography, with the insertion angle of the 5f non-cordis vascular sheath introducer being 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site, and the access site vessel was not tortuous. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The patient's body mass index (bmi) was not greater than 40 kg/m². Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that neither button 1 nor button 2 was depressed. The stopcock was in the open position, and a cordis mynx syringe was detached from the unit. The sealant was partially off the core wire and within the sealant sleeves, which exhibited a kinked/bent condition. Additionally, the catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, with the atraumatic tip showing no damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined parameter. The measurement was taken using a calibrated ruler. A dimensional analysis to measure the slit length could not be executed due to the kinked/bent condition of the sealant sleeves. Per functional analysis, a simulated deployment test was performed to evaluate the unit¿s functionality. The device operated as intended, deploying the sealant and retracting the balloon correctly when button 1 and button 2 were depressed. However, the sealant was observed to be warped upon deployment. A functional test to evaluate the insertion and withdrawal of the unit into a csi to check for resistance/friction could not be performed due to the kinked/bent condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-kinked/bent.¿ additionally, the reported event of ¿sealant-damaged¿ was observed due to the warped condition of the sealant, and the reported event of ¿mynx control system-deployment difficulty-premature¿ was observed since the sealant was partially off the core wire when received for analysis. However, the reported event of ¿mynx control system-resistance/friction with csi¿ could not be observed as the condition of the sealant sleeves resulted in an impeded condition, which could have been the issue experienced by the user. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that no excessive force was used during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked condition of the sealant sleeves, the resistance experienced during insertion, and the subsequent premature exposure and damage of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.